Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the rate/sense and shock channels of this transvenous defibrillation lead when performing isometrics resulting in pacing inhibition. The rate/sense lead measurements were reported to be within normal limits. A boston scientific technical services (ts) consultant suspected high voltage leads reversed in the header. Additional information was received that the leads were not reversed in the header. There was fluid noted in the df- setscrew. Damaged seal plugs were suspected, so this ICD was explanted and a new ICD was successfully implanted. No adverse patient symptoms were reported.

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, visual inspection noted that the vtip setscrew seal plug was lifted and had a hole. The df negative and df positive seal plugs had both been cut, and the df negative seal plug had a hole. Inspection of the header found no abnormalities in the setscrew barrels. The device was then put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device.